Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver had no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Perform manual test using the "try it" function by setting sound level to 55 : failed - no audio. The customer complaint was confirmed because there were no audio heard from the device. The reported event of no audio output was confirmed. The root cause is a defective speaker.